Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device line was occluded during use while priming saline and heparin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "used with 385400-zat. The line was occluded during priming saline and heparin."

Manufacturer narrative:
H.6. Investigation summary: received 2 stopcock valves with 2 q-syte (top body only) connected (bonded) to one their ports and 1 q-syte (full assembly) connected (bonded) to an extension set along with a 10ml saline filled syringe. DHR review was not performed since the lot number associated with this account was unknown. Visual examination: units 1 and 3 ¿ no damage was observed on the septum top disk. Unit 2 ¿ damage (tears) was observed on the slit of the septum top disk. Flow test: all units were tested and passed per specifications (1l/hr). The water flowed into the q-syte units and out the stopcock/tubing. Conclusion(s): indeterminate - the units received for evaluation did not display any adverse characteristics that would contribute to the defect the customer experienced, and no evidence of the failure described in the event description was detected. The damage observed on the slit of the septum (unit 2) is normally attributed to incorrect usage or excessive actuations. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device line was occluded during use while priming saline and heparin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "used with 385400-zat. The line was occluded during priming saline and heparin."